Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not sensing as closed because the magnet had fallen out of inseparable magnet. The field service engineer addressed the issue by replacing the inseparable magnet. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the cubie drawer has encountered a failure that cannot be recovered. The customer reported that the administration of medication to the patient was delayed due to a malfunction of the cubie drawer. There were no adverse events or injuries reported based on this incident.